Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1620c124ej, serial/lot #: (B)(4), ubd: 16-apr-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of an unknown sized abdominal aortic aneurysm. It was reported when the patient returned for regular follow-up that it was noted that the diameter of the aneurysm had enlarged due to an endoleak. A laparotomy was then performed it was said that the blood flow of the jet was confirmed from the limb on the ipsilateral side of the stent, about 1 cm below the flow divider marker on the main body. An anastomosis was also performed. It was said that the leak was not present on the limb on the contralateral side. It was reported to that it was be just in the area where the neck was bent. No cause of the event was reported. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
It was confirmed that the endoleak just occurred in the area of the aortic neck which was bent during the laparotomy, the place where the blood flow of the jet was confirmed was directly sutured together. If information is provided in the future, a supplemental report will be issued.